Event description:
The pt (B)(6) received an scs system, including a percutaneous lead, on (B)(6) 2010. It was reported the lead will be replaced due to invalid impedances and a subsequent loss of stimulation. The physician did not provide the date of the prospective surgery. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.